Event description:
The following was reported to hamilton medical ag: the hospital staff intended to inspect this c1 after using it on a patient. However, when he turned on the c1, te249004 appeared on the screen and all options were gone. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff intended to inspect this c1 after using it on a patient. However, when he turned on the c1, te249004 appeared on the screen and all options were gone. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.